Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This took place in (B)(6). Customer reported noticing a tampon in the box she had purchased which did not have the string showing. No information available regarding medical.